Event description:
Follow-up revealed that the high impedance condition was believed to have been observed via system diagnostics. The patient was reported to be stable.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that x-rays were taken and reported by the physician to show lead discontinuity.

Event description:
It was reported that the vns patient¿s device showed high impedance. No known surgical interventions have occurred to date. No further information relevant to the high impedance event has been provided to date.